Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
Reportedly, the pt came for an emergency follow up due to severe bradycardia with vertigo; pauses of several seconds were observed. The pacemaker and the ventricular lead were replaced. Proper sensing / pacing was observed after the replacement.